Manufacturer narrative:
Company rep reprogrammed the system and communication re-established.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks, which may have resulted in loss of telemetry monitoring. No patient injury was reported.